Event description:
After the reported stroke, a computerized tomography scan was done with no results. The patient experienced tingling paresthesias on the left side, mild weakness, and coordination disturbances as a result of the stroke. The patient was treated via rehabilitation and physiotherapy.

Manufacturer narrative:
Additional information: b5, g4.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
The patient experienced a periinterventional stroke.